Manufacturer narrative:
Manufacturer's investigation conclusion: the reported ¿crack/line¿ at the proximal end of outflow graft bend relief was confirmed through the evaluation of the submitted images. However, the ¿crack/line¿ was consistent with the seam of the material that is wrapped around the outflow graft bend relief, per design, during manufacturing. No evidence of damage to the outflow graft bend relief or other device-related issues were observed during the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The distal portion of the pump cable (including the inline connector) and the modular cable were not returned for evaluation. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. A small amount of tissue, covered in a thin layer of mold, was adhered to the apical cuff and the outflow graft and bend relief assembly. The bend relief material was unremarkable and showed no signs of damage. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 5 of the IFU, "surgical procedures" (under "preparing the sealed outflow graft"), contains information on how unpack the sterile outflow graft and bend relief assembly. This section further instructs the user to carefully inspect all pieces of equipment prior to implant. Section 5 of the IFU also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during heart transplantation, a crack was noted in the distal part of the bend relief.